Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fibers distal tip was fractured. The fiber was tested with a hene laser fixture and aiming beam was visible at the distal tip. There was no sign of breakage along the length of the fiber or at the connector. A dark discoloration was noted near fiber tip within blue jacket. The total length of the fiber was measured to be 11 feet and 7 inches, connector included, in over-all length. Based on review of all available information, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
Analysis of the device found the fiber tip to be fractured. There were no clinical consequences to the patient.